Event description:
The initial reporter received a questionable elecsys hiv duo result for one patient's sample tested on the cobas e 402 analytical unit. The initial result was a data flag with no numerical result. The first repeat result was 1.29 coi (reactive). The second repeat result was 0.242 coi or 0.29 coi (non-reactive).

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The cause of the event could not be determined. The investigation determined that initially reactive results may occur with the elecsys hiv duo assay. Product labeling states: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay." "Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The elecsys hiv duo assay is performing according to specifications.